Event description:
Complainant alleged that while treating a pt ( age & gender unk) the device discharged two deliveries of energy to the pt successfully; however, on the third attempt to delivery energy. The device displayed a "defib fault 76" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.